Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient reported an unknown error on the g5 application that could not be resolved by restarting the application. No medical intervention was reported. Additional event or patient information is not available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.